Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, photo-v patient had an external iliac common femoral and profunda femoral endarterectomy (requiring photofix patch angioplasty) and left below knee amputation on (B)(6) 2019. Seroma in left groin (classified by inflammation/edema) on (B)(6) 2019, documented as an adverse event that is related to the vascular surgery and possibly related to photofix. The event has not resolved

Manufacturer narrative:
According to initial reports, patient enrolled in photo-v study experienced a fall with no injury and a seroma. This investigation is relegated to the event of seroma. The manufacturing records for pfp0.8x8, lot number 31021419 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Photo-v study subject (B)(6) was enrolled on (B)(6) 2019 at the university of utah. The patient was implanted with a 0.8x8 cm photofix patch as part of his left external iliac common femoral and profunda femoral endarterectomy (fea). During the same procedure, the patient had a left below the knee amputation. On (B)(6) 2019, the patient was documented to have a seroma in the left groin, that was classified as inflammation/edema. The patient is a 62-year-old male with pertinent medical history including: rutherford category 5 peripheral arterial disease, hypertension (controlled with 2 drugs), hyperlipidemia (moderate elevation but severe enough to require dietary and drug control), adult onset diabetes (controlled by diet or oral agent), history of coronary artery disease, and history of myocardial infarction. The patient has a history of 3 cardiovascular surgeries including: a left ankle disarticulation in (B)(6) 2019, a tarsometatarsal amputation in 2019, and a coronary artery bypass graft in june of 2000. The patient is a current smoker (<1 pack/day) and has a history of alcohol consumption (58 drinks/per week). Additional information, including surgical notes and post-op notes, are not available for consideration in this evaluation. It is unknown whether the patient had drainage tubes in place to decrease the risk of fluid buildup. The event was documented as related to the index vascular procedure and possibly related to photofix. The site coordinator, reiterated the surgeon¿s opinion in an e-mail: "[the surgeon] spoke to me about this adverse event (ae) this afternoon. He reported that this ae occurred in the same place in the patient's body at the same time as his surgery. Therefore, there is a possibility that this ae may be related to the photofix medical device". The source of the patient's seroma is unknown. Post-operative wound complications, such as a seroma, are known complications following surgery, including feas. Information on post-operative care, such as the use of surgical drains, cannot be considered in this report. Based on the available information, there is no evidence to suggest the seroma was associated with photofix. A definitive root cause for this event cannot be determined. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.